Manufacturer narrative:
Combination product: yes. The lead was explanted on (B)(6) 2026. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Noise on rv lead showing in multiple hmsc iegms. Discussed lead integrity concern with rep and temporary programming of sensitivity. Device remains implanted. No adverse patient events were reported. Should additional information be received this file will be updated.